Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that a sudden black screen with "an error code" displayed that then forced logout during navigation. The field representative (rep) reported "registration went fine but navigation system went black and displayed an error code. They hit a button on the screen and it took them back to the login screen. They didn't have to power down and just logged back in and continued." No known impact to patient outcome. There was no surgical delay. Troubleshooting was performed, tired to recreate issue in navigation, but was unable. The probable cause was noted to be error 64.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs and archives were reviewed. The reported behavior was not able to reproduce in-house with provided archives. The logs captured corefile in qmlguiservice during the navigation task of standard functional endoscopic sinus surgery (fess) procedure. The core was generated by qmlguiservice, and the program terminated with signal sigsegv, segmentation fault at library "libstdc++.so.6" during the function call "__gi_raise" which invoked from "mnavheadlessrendering::bui lders::details::mre::transformbuilderimpl::build()" function. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.